Event description:
The customer reported that the tubings to the waste container on the ortho provue analyzer was damaged, causing fluid to leak into the reagents and samples resulting in contamination. Fluid leak may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood. The customer detected the issue, preventing the possibility of erroneous results from being reported.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived on site and determined that the waste bottle connector was not securely connected, flooding the analyzer. The fe replaced the appropriate components to return the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since this repair.